Manufacturer narrative:
Occupation: occupation is lay user/patient. Device evaluated by MFR: the customer has discarded the test strips.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer was tested at the laboratory in the afternoon with a result of 2.1 inr. The customer tested later that day at 9:18 p.m. With a result of 3.1 inr. The result of 2.1 inr was believed to be correct. No treatment was necessary. The customer's therapeutic range is 2.0 - 2.5 inr. There was no allegation that an adverse event occurred. The customer feels ok. The customer is not anemic, is not taking heparin or other direct thrombin inhibitors, does not have anti-phospholipid antibodies, has had no changes in her coumadin dose, is not taking any new medication, has not been ill recently, no diet changes and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation, however, the test strips have been discarded and will not be returned. The meter was returned; the test strips were not. Retention test strips were measured with the returned meter with liquid qc of a high level: qc 1: 1.2 inr, qc 2: 1.2 inr, qc 3: 1.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.0 - 1.4 inr). All measurements were without error messages. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.